Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image depth accuracy was poor and inaccurate. The issue occurred during an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image depth accuracy was poor and inaccurate. The issue occurred during an unspecified procedure. There was no report of patient harm.